Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection cefazolin 250 mg (route, frequency, and duration route not reported) and injection ceftazidime 250 mg every bag (route, frequency, and duration route not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.